Manufacturer narrative:
(B)(4). Date sent: 7/7/2023. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title : use of the soehendra lithotriptor for endoscopic removal of eroded linx magnetic spincter augmentation devices: a safe, effecient, and cost effective technique authors: patrick r reardon, md1; f p buckley, iii, md2; elisa furay, md2; benefsha mohammad, md1; lee m morris, md1; 1houston methodist hospital; 2the university of texas at austin, dell medical school. Citation: surg endosc (2022) 36:s70¿s218/https://doi.org/10.1007/s00464-022-09220-y. The purpose of the study is to establish that sohendra lithotriptor is a safe, efficient and cost-effective device for endoscopically dividing the ring of eroded magnetic beads for endoscopic removal. A review of a retrospective record where in two cases with erosion of the linx device into the esophageal lumen. Reported complications are female 75 years old experienced erosion and male 73 years old experienced erosion. Conclusions: the soehendra lithotriptor device provides asafe, efficient, and cost effective use of the lithotripter device to divide and remove eroded linx devices.